Event description:
The intraocular lens was successfully implanted in 2006. Following surgery, the pt could see well. During a subsequent postoperative exam, dislocation of the intraocular lens with a detached haptic were identified and the pt was having a hard time seeing. The pt was hospitalized and the lens was removed and replaced with a different model. The pt was discharged and no add'l issues have been reported.